Event description:
The customer reported a single occurrence of a flipped image on the viewer. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B)(4).